Event description:
The customer reported that there were a few drops of fluid leaking from the act*diff instrument, while running controls. The leak was not contained. No erroneous results were associated with this event.

Manufacturer narrative:
The customer technical support (cts) instructed the customer to clean the probe wipe block and she found a clot (buildup) in one of the fittings. The fitting was cleaned and no further leak was observed. There was no field service dispatched. (B)(4). Customer resolved the issue.